Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve through tortuous anatomy, the deployment was difficult and the valve was recaptured four times due to the valve dislodging due to pure aortic insufficiency. Upon the final deployment, tension was noted in the delivery catheter system (dcs) and the capsule would not retract. The valve failed to deploy despite turning of the deployment knob and the handle slightly separated. The device was withdrawn from the body. The procedure was aborted for re-evaluation. The second implanter was less experienced and may have impacted accurate deployment. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with a valve loaded in the capsule, visual analysis showed the handle appears intact. The deployment knob does not retract or advance the capsule. The device was received with the capsule partially open. The device was returned with the end cap/screw gear snap fit connected. Several voids are observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The nose cone is observed to be bent. On attempted retraction of the capsule via the rotation of the deployment knob, the deployment knob stopped at approximately 50% deployment stage. The capsule became slightly bent. At 50% deployment, the end cap moved slightly but did not separate. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. It was reported in this case that the valve was dislodging due to the patients¿ pure aortic insufficiency. It was also reported that the secondary implanter was a junior doctor and the primary implanter was deploying and trying to control depth. This may have hindered accurate deployment. Dislodgment events do not typically indicate a device manufacturing issue. It was reported that the valve was recaptured four times in order to re-position it. This is a feature of the device that allows for additional attempts at accurately positioning the valve. However, the device instructions for use (IFU) gives the following instruction with regard to the number of permitted recaptures; "deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient." The device was returned to medtronic for analysis. Several voids were observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, typically occur when the capsule is subjected to a bending force. A void may occur over the spindle/paddle interface if a valve has been misloaded; however, voids may also occur due to tracking/positioning in the patient anatomy. In this case, the patient had tortuous anatomy. At 50% deployment, the end cap moved slightly but did not separate. Thus, confirming the reported complaint. The investigation concluded that the cause of the capsule not retracting was due to the delamination of the spine wires from the outer member. When the actuator was rotated the capsule would not move proximally towards the handle to deploy the valve. Tension was noted in the outer member braids by visual inspection when the actuator was moved into the deployed position. The unit was inspected under fluoroscopy imaging and it was observed that the outer member spine wires were moving independently of the capsule and outer member. The spine wires should finish at the proximal end of the capsule, where the outer member ends, however, the capsule spines moved proximally towards the handle when the actuator was turned without pulling the outer member with it. Showing that the spines are delaminated from the outer member and the outer member, without support from the spine wires, could not support the axial force to deploy the valve and instead stretched. Historically, damaged spine wires are caused by excessive force being applied to the dcs potentially due to torquing or twisting. It is possible that the tortuous anatomy and difficulty encountered trying to position this valve into this difficult anatomy with greater than allowable number of valve recaptures, added to the build-up of excess forces in the system which resulted in the delamination of the spine wires and resulting inability to retract the capsule. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.